Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a3, b4, b5, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial component to address infection and pain approximately sixteen (16) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni g2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial component to address unknown complications approximately sixteen (16) years post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records and sterile certifications could not be reviewed as the lot number associated with the reported event is unknown. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors that may include hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As all products manufactured follow appropriate standards and the reported infection occurred more than ninety (90) days post-operatively, the implanted products are not identified as the source or contributing to the reported infection. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.